Event description:
It was reported that the patient underwent a genealogical procedure on (B)(6) 2008 and mesh was implanted. The patient had a perigee mesh previously implanted on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02157 and medwatch 2210968-2012-02159. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had a gynecological procedure in order to treat recurrent vaginal prolapse (grade ii vault prolapse) and mesh was implanted. It was reported that following insertion, the patient experienced erosion, pain, pelvic organ prolapse, tenderness and tingling at incision site, occasional urgency, vaginal atrophy, erosion, rectocele, enterocele, recurrent vault prolapse, dyspareunia, worsening prolapse, vaginal enterocele and vaginal wall prolapse. It was reported that the patient underwent cystourethroscopy, anterior colporrhaphy, paravaginal repair , iliococcygeal vault suspension with mesh augmentation with perigee (ams) on (B)(6) 2006. It was also reported that the patient underwent mesh revision/removal on the following dates: (B)(6) 2007- cystoscopy, rectocele , enterocele repair, sacrospinous ligament bulk fixation with mesh placement and graft revision, anterior vaginal wall release of tension band at the armpit of mesh; (B)(6) 2008 - cystoscopy right ureterolysis and abdominal sacral colpopexy; (B)(6) 2009 - due to erosion the patient underwent extensive cytolysis and removal of mesh of the anterior wall excision of mesh in posterior vaginal wall and vault, excision of mesh from the obturator muscle on right and left, repair of vaginal vault prolapse using mesh and modified sacral spinal fixation , posterior repair, rectocele and perineal repair, cystocele repair using sutures. No additional information was provided. (B)(4) ¿prolapse; vaginal atrophy; rectocele/ enterocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.